Manufacturer narrative:
(B)(4). Patient felt was going to faint.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the follow up report, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided. The patient felt weakness and as if she was going to faint. The cgm was reading low and the blood glucose reading was 337 mg/dl. The patient asked her nurse to help her apply insulin. There was no documentation of further medical evaluation or intervention for serious symptoms of hyperglycemia. At the time of the report, 10 days later, the patient's condition was good. No additional patient or event information is available.